Manufacturer narrative:
H1. Remove MDR codes 2199 and 4582. H1. Remove MDR codes 2199 and 4582.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. At the time of the report to tandem technical support, the customer was still hospitalized, however, customer indicated no permanent damage was sustained. Reportedly, the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 248 mg/dl. No additional information was provided by the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.